Event description:
Non-specified repair request initiated for device. Report escalated to complaint on evaluation due to damage by tool contact. No pt impact was reported. On follow-up, it was confirmed that there was no pt impact.

Manufacturer narrative:
Findings: report confirmed. Evaluation of the device noted that the footed portion was damaged by tool contact. On follow-up, it was confirmed that there was no pt impact. This attachment had been in the field for approx 36 mos without any record of factory service. The preventive maintenance/service manual for the legend system specifies service intervals for attachements based on the hosp usage level. In any case, the maintenance interval should not exceed 24 mos. The user manual states " the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."